Event description:
Customer reported the system locked up on boot-up. No patient injury was reported.

Manufacturer narrative:
The service rep troubleshoot the system believe the problem could be in the software. He tried to order the part but is unavailable. Another service rep who covers this site is going to visit the site again and talk to the customer. He will open another service call and reference this call.